Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure (event) observed during analysis. A partial lead with the distal tip measuring 54.3cm was returned for analysis. External insulation abrasions were noted at 8.0-9.5cm and 8.1-9.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. (B)(4).